Event description:
On (B)(6) 2009, the pt reported that check button of her infusion device does not work each time it is pressed. She noticed the issue while attempting to retract the piston rod during the change cartridge procedure one year ago. She stated that she sometimes holds the button for several seconds with no response from the infusion device and sometimes the piston rod returns after holding the button for 5 seconds. The battery has been in use for 2 weeks. No physiological effects were reported. She was advised to switch to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.